Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to customer site. The cse replaced the signal processor printed circuit board (pcb) and monitored the advia 2120i system. The cse indicated that several hundred samples were run on the affected advia 2120i (rohs) hematology system with single aspirate auto sample without any issues. Upon further investigation the sample results provided by the customer did not portray any flags or unbelievable results. Although the cse replaced the signal processor printed circuit board (pcb), there was no evidence of an instrument malfunction from the data provided by the customer. The cause of the discordant, falsely low plt result and falsely elevated hct result, is unknown. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low platelet (plt) result and a discordant, falsely elevated hematocrit (hct) result were obtained on a patient sample on the advia 2120i (rohs) hematology system with single aspirate autosampler. The discordant results were not reported to the physician. The same sample was re-run on the same system 3 times and on an alternate advia 2120i system 4 times. Upon repeat, the platelet results recovered higher, while the hematocrit result recovered lower. The corrected results from the alternate advia 2120i system were provided to the physician. The internal quality controls recovered within range when the discordant results were obtained. There are no reports of patient intervention or adverse health consequence due to the discordant low platelet (plt) and discordant elevated hematocrit (hct) results.